Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system catheter broke, and was leaking at the junction of the yellow/blue connector. (Farthest from the patient and tubing) found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one unit was received for analysis. Our quality engineer visually inspected the returned unit and confirmed that the extension tubing was damaged near the luer adapter, which allowed the reported leakage to occur. We were unable to confirm the reported issue to the manufacturing process. It was not possible to review the device history record because no lot number was given. This issue can be caused when the part is clamped near the luer adapter and the tubing breaks with the cured adhesive or can break after repeated bending in the join of the luer adapter, it is not possible confirm this defect as a manufacturing related issue because the product is not manipulated in the bonding area. This tubing broke issue is caused when the part is clamped near the luer adapter and the tubing breaks with the cured adhesive. No corrective action was initiated since this issue could not be confirmed as a manufacturing related issue.